Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the fifth inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed, and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.